Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that tips placement in pediatric patients has high technical success with excellent resolution of variceal hemorrhage and ascites. Tips revision was required in nearly half of the cohort, with hepatic encephalopathy common after shunt placement. Device not returned.

Event description:
Received an article titled technical success and outcomes in pediatric patients undergoing transjugular intrahepatic portosystemic shunt placement: a 20-year experience. Purpose: the purpose of this study was to report technical success and clinical outcomes in pediatric patients undergoing tips placement. Method: twenty-one children underwent tips placement from january 1997 to january 2017. Per the article adverse events included hepatic encephalopathy.